Event description:
Graft was implanted on 2/5/97. Pt was brought back to surgery on 3/25/97 for removal of graft. The surgeon noted a serous drainage filtering through the shunt and a cheese/jelly like substance forming under the graft.